Manufacturer narrative:
Manufacturing date is unavailable. Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the right ventricular lead. No intervention was performed. Patient status was not known.